Event description:
It was reported that the patient experienced increased pain levels despite increasing the medication rates. A catheter dye study was done, and there was not any dye present in the intrathecal canal. The pump was replaced and the patient recovered without sequela or injury.